Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issue. No additional adverse patient effects were reported.